Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the infusion set that caused him to visit the emergency room. The customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of 285 mg/dl. The customer was dizzy, his head was hurting, had cold sweats, and felt his heart was beeping faster. The customer treated his blood glucose level with the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.